Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the main board. It is recommended to replace the main board to resolve the report. The customer declined repair. The device will be returned to the customer with a label indicating that the device is not recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.